Event description:
It was reported that a system was explanted duet to infection. There is no allegation from a health professional that suggests that the system caused infection. The cause of the infection is unknown. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.